Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent massive resection of right tibial tumor, inactivation of ethanol tumor cavity, bilateral ilium removal, artificial bone implantation, locking plate internal fixation under general anesthesia. The patient¿s leg and skin swell and tenderness were found. The patient was admitted to the hospital for abscess puncture drainage and bacterial culture. Bacterial culture suggested that staphylococcus aureus. Amoxicillin and clavulanate potassium were used for anti-infection. Local abscess incision and drainage were performed under local anesthesia. After surgery, vancomycin and levofloxacin were given intravenously. The patient's redness and swelling basically subsided.